Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Weld holding impacting head to shaft has broken.

Manufacturer narrative:
The complaint description states that weld holding impacting head to shaft has broken. The device associated to the complaint was returned for analysis.the visual analysis of the returned product presents a rupture of tig and laser welding at the pommel. The DHR analysis of the batch returned shows an initial conformance of this product with regards to the old specification (dwg-7e070074 / b). A search into the complaints database was performed, (B)(4) other similar complaint was reported for the affected product code and lot combination examination of the returned instrument metal missing on the very top of the instrument; broken weld. The cause is attributed to the raw materials used for this device were not relevant for the design requirements. The material was changed to x17u4 at the plate junction via (B)(4); depuy (B)(4). The complaint sample was manufactured prior to the changes. No further action indicated. Based on the information received and the investigation performed, the root cause of the incident is related to a design issue. The complaint sample was manufactured prior to the changes initiated by (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.